Event description:
A customer in (B)(6) notified biomérieux of obtaining false positive (resistant) cefoxitin screen (oxsf) results for staphylococcus aureus during initial testing with the vitek® 2 ast-p634 test kit (ref 415671, lot 7341399403). Repeat testing with the vitek® 2 was performed with a different lot of ast-p634 (lot 7341545103) and obtained negative (susceptible) oxsf results. Disk diffusion testing was performed as an alternative method and obtained susceptible results. Initial vitek® 2 (7341399403): oxsf = positive (resistant). Repeat vitek® 2 (7341545103): oxsf = negative (susceptible). Disk diffusion: oxsf = susceptible. The customer stated that the negative (susceptible) results were reported to the physician after confirmation with the disk diffusion testing and that there was no impact to the patient. A biomérieux internal investigation has been initiated.

Manufacturer narrative:
This report was initially submitted following notification from a customer in the united kingdom regarding false positive (resistant) cefoxitin screen (oxsf) results for staphylococcus aureus during initial testing with the vitek® 2 ast-p634 test kit (ref (B)(4), lot 7341399403). At the time of the investigation, the customer¿s strains were no longer available for submittal and testing. Submittal of the isolate is required in order to confirm a vitek® 2 discrepancy compared to the reference method. Vitek® 2 ast-p634 lot 7341399403 met final qc release criteria, and passed qc performance testing.